Event description:
Second revision surgery - converted to reverse because of patient's failed rotator cuff. Reference 1st revision - (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed rotator cuff after 10.4 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 25th complaint for this part number: three revision surgeries, five due to trauma, one for device loosening, ten for stability/poor joint issues, two due to dislocation, one for wear/excessive wear, and three due to pain. This is the first complaint for this lot number. The root cause for the failed rotator cuff could not be determined with confidence. The information reviewed showed the product met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.